Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's pump was off and the patient had gone through two magnetic resonance imaging (MRI) scans. The hcp had wondered whether the pump would need to be interrogated again after the next MRI since it was already off. No further complications were anticipated/reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid at unknown dose and concentration via an implantable infusion pump for intractable spasticity and post spinal cord injury. It was reported that the patient came to the emergency room and then was put into the intensive care unit (ICU). It was reported that the patient came in a little "out of it," and they are concerned that the pump may be overinfusing. The hcp wanted to know how to stop the pump from infusing. The hcp reported they would attempt to put a magnet over the pump. The hcp wasn't certain of any drug info besides it being dilaudid. The hcp reported they saw in some of the patient's papers that at one point it was infusing 4.875mg/day. No further complications were anticipated/reported.

Manufacturer narrative:
(B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient went to the hospital by ambulance because they believed that the patient had a stroke, seizure, or had encephalitis. It was reported that the patient was totally bedridden. The consumer reported that while in the hospital the patient's pump was "turned off a couple times," for magnetic resonance imaging scans (MRI) and left the pump off for a bit to see if it was causing the problem. It was reported that the pump wasn't causing the problem. The pump was turned back on but at a very low setting "so it wouldn¿t clog up." The consumer reported that a magnet was put on the pump and left on to see if the patient was getting "too much build up," but that was determined to not be the issue. The consumer reported that they needed someone to come to their house to fill the pump and set the pump at the proper settings for the patient's pain. The patient is in no condition to be moved to a doctor's office for a refill. It was reported the patient can't move and was pretty much paralyzed from the neck down and if they try to move the patient they holler. The consumer reported the patient had 4 MRI's while hospitalized. It was reported the patient was hospitalized for 3 weeks, but had been transferred home. No further complications were anticipated/reported.